Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a surgery a nurse noted the tubing was kinked. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.